Event description:
The patient went in for generator replacement and impedance could not be obtained before the surgery due to tbh battery being at end of service. When the new generator was implanted, high impedance (10,000 ohms) was detected. They performed generator diagnostics with the test resistor and impedance was ok. The generator was re-connected to the lead and impedance was still high. The lead was then replaced. It was noted that no fractures were seen. No further relevant information has been received to date.